Event description:
The customer called technical support (ts) and reported that during preventative maintenance, it was observed that the device had a defective nav-ring and requested repair. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse scheduled a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the field service engineer (fse) replaced the front bezel assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards.